Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: the rt's were at the foot of the patient bed and the vent had a yellow banner maybe saying calibration and then a clicking noise was heard and the data on the left of the vent disappeared and the red silence alarm button came on and then a clicking sound again and the data came back. No patient harm but the vent was changed out. Biomed cannot duplicate the issue, ran device for sometime with no issues.

Event description:
Hamilton medical ag received the following incident description: the rt's were at the foot of the patient bed and the vent had a yellow banner maybe saying calibration and then a clicking noise was heard and the data on the left of the vent disappeared and the red silence alarm button came on and then a clicking sound again and the data came back. No patient harm but the vent was changed out. Biomed cannot duplicate the issue, ran device for sometime with no issues.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the rt's were at the foot of the patient bed and the vent had a yellow banner maybe saying calibration and then a clicking noise was heard and the data on the left of the vent disappeared and the red silence alarm button came on and then a clicking sound again and the data came back. No patient harm but the vent was changed out. Biomed cannot duplicate the issue, ran device for some time with no issues.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation, staff observed a yellow banner on the ventilator screen, possibly indicating calibration, followed by a clicking noise. The data on the left side of the screen disappeared, the red silence alarm button illuminated, and then another clicking sound was heard as the data reappeared. The ventilator was exchanged for another unit. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Staff expressed concern that the ventilator was "silencing its alarms" and "losing all data on the left side of the screen." These observations were reported to occur during suctioning maneuvers. It was clarified that the ventilator suppresses alarms during suctioning, which corresponds to what the staff observed. The provided log files confirmed that disconnection alarms occurred during suctioning on the date of the event. The hospital's biomedical engineering team was unable to reproduce the issue. The ventilator passed all calibration checks. No technical fault (tf) was identified. The account manager visited the site, and as a corrective action, training was provided to clarify the functionality of the device.